Manufacturer narrative:
Corrected data: this issue is no longer reportable as the ipg was electively replaced with no allegations.

Event description:
Additional information received stated that the ipg was electively replaced to take advantage of new technology. There were no allegations against the old ipg.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgical intervention wherein the ipg was explanted and replaced. The reason for the replacement is unknown.